Manufacturer narrative:
Analysis found that the drill came in making a grinding noise and cable was kinked. The cable and bearings were replaced. The unit was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was not working properly and cable was damaged during tympano-mastoidectomy. The cutting bur was occasionally seeming less stable at the distal end of the bur. The bur was removed and re-seated, the case was completed using the handpiece and bur. There was no delay with the procedure. There was no patient impact.